Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had leakage from the control unit. The issue was found during reprocessing. Inspection and testing of the returned device found the coating on the connecting tube was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the connecting tube was dented, there was a waterproofing failure due to deformation of the switch box, and there was corrosion of the electrical connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.